Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Instrument failure: due to the instrument broke while impacting the cup.

Manufacturer narrative:
Manufacturer narrative: the reason for this complaint was broke while impacting the cup. This event occurred during surgery near the patient. Impactor possible time in service is 4.4 years. There was another suitable device available, the incident did not cause a delay in surgery, surgery was completed as intended, there was no risk or adverse event reported and the instrument was inspected prior to surgery and was found to be acceptable. The device was returned to djo on 11 feb 2020 and examined by registered medical assistant (RMA) at djo surgical. Examination confirmed the complaint, the returned positioner show the threaded tip broken off (tip not returned). The reported condition could possibly be a result of heavy use/misuse/wear and care must be taken to avoid compromising their performance, refer to the IFU. A review of the device history record (DHR) revealed, when released for use, met design and manufacturing requirements. Complaint database review showed previous complaints but there were no indications that this instrument has a design or material deficiency. There were 6 complaints against this lot number. Summary of complaints : functional-9, dull/worn-8, threads damaged/galled-39, weld-1; instrument damaged the implant-2, bent-3, broke/cracked/damaged-124, hardware missing/lost-1, device cracked/broke-1, other-1, end of life-3, blank-88. The root cause of this complaint was broke while impacting the cup. This event is attributable to damage incurred from prolonged use and through misuse or rough handling which surgical instruments are subjected to. This is not an event associated with a product failure, malfunction or issue. There are no indications that this instrument has a design or material deficiency therefore no containment of inventory is required. Event is associated with instrument usage, not a design or manufacturing issue. Surgical instruments condition can be determined while being used for its intended purpose. The replacement of surgical instruments due to normal wear and tear does not indicate a product deficiency, failure or issue.